Event description:
It was reported a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient was revised approximately three (3) weeks ago due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 00598604701; lot# j6720189. Item# 00596404012; lot# 64556180. G2: foreign - country occurred in the UK. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately three (3) years and seven (7) months post-implantation due to pain and instability. Attempts have been made and no further information has been provided.